Manufacturer narrative:
(B)(4).

Event description:
Medtronic received information via literature review that a single-center study was performed to evaluate high-risk patients with aortic valve disease to evaluate the feasibility and safety of percutaneous implantation of a self-expanding transcatheter aortic valve bioprosthesis. The study population included 25 patients (predominantly male with a mean age of 80 years), with symptomatic aortic valve stenosis and multiple comorbidities, including diabetes, peripheral vascular disease, coronary artery disease, congestive heart failure (chf), prior myocardial infarction (mi) and coronary artery bypass graft (CABG), prior stroke and prior percutaneous coronary intervention. All patients were implanted with a medtronic corevalve (serial numbers not provided). Two patients were converted to surgery. No additional adverse patient effects were reported that were related to the device.

Manufacturer narrative:
Correction: the study population included 25 patients (predominantly female). The initial report indicated the study population was predominately male.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.